Event description:
While running an hcv assay, the sample handler, serial number 2149, failed to aspirate sample and did not give an error message. Field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to co complaint number 96-06208-11.